Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it is likely the adhesive was peeling due to stress from usage, external factors, or handling of the device. However, a definitive root cause could not be determined. Further evaluation of the device confirmed the customer¿s reported leakage, and found the leaks were due to damage at the tip and perforations in the curved rubber, caused by external factors. In addition, the bending angulation was insufficient due to stretching of the angle wire from wear. There were stains on the insertion tube that were difficult to remove, and the insertion tube was wrinkled. Noise was observed when the forceps lever was activated. The forceps elevator wire was stretched due to wear. A crack was observed on the light guide lens due to external factors such as bumping the tip, and the adhesive was peeling off. The grip was chipping. There were stains on the universal cord that were difficult to remove. The suction cylinder had a shave, and several of the device components were scratched due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeled off).